Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Results: (operational problem): visual inspection of the returned product found the lens torn into two pieces. The lens was returned dry and there was evidence of clear/reddish surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed an aq2010v silicone three piece lens, +21.0 diopter, due to a tear in the posterior capsule. The lens was removed with no patient injury, no enlarged incision or sutures. A vitrectomy was performed and an anterior chamber lens was implanted. The reporter stated the capsule was torn during the phacoemulsification procedure, prior to lens insertion, using another manufacturers phaco machine and the event was not lens or injection system related.